Event description:
(B)(4). Was throwing up extreme side pain fainting dizzy and muscle cramping and my heart was racing took a ambulance to the hospital spent all day there on fluids I am now having severe panic attacks due to pain.